Event description:
A remstar auto a-flex, sys one, 60 srs, fr device was returned to the third-party service center for evaluation. During the evaluation the field service engineer observed dirt and dust, a missing control dial button, and damaged foam that could not be disassembled from the chassis. The root cause is not confirmed at this time. In conclusion, the device was scrapped per the customer's request.